Event description:
New information received noted that the lead was explanted and replaced following an additional instance of pacing impedance spike. The patient was stable and asymptomatic.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance. No recent imaging was conducted, but previous x-rays done at generator change in june of 2023 did not report any physical anomalies. Programming changes were made. The patient was stable and asymptomatic.